Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer were passed out and had emergency medical service dispatched. Blood glucose level was 96 mg/dl. Customer stated retainer ring was missing and had crack. Customer stated reservoir was unable to lock in place. It was unknown whether the customer was using auto mode. The insulin pump will be returned for analysis. Corrections: customer passed out and fell in (B)(6) 2019 while working at a fair. Blood glucose level was unknown. Customer does not use auto mode. Customer thought the damage to retainer ring occurred when they passed out and fell in (B)(6) 2019.